Event description:
Same case as MDR ID 2134265-2013-04179. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon burst occurred. The target lesion was located in an unspecified vessel. The physician used a 5.0 x200, 135cm charger balloon to dilate the lesion and the balloon ruptured at 10 atmospheres on an unspecified inflation. The balloon was removed intact. The physician then attempted to use another 5.0 x200, 135cm charger balloon to treat the lesion, but the balloon ruptured at 10 atmospheres on an unspecified inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).